Event description:
It was reported that the patient, less than twenty four hours after implant, went into respiratory failure and required resuscitation. During cardiopulmonary resuscitation the right ventricular lead dislodged into the inferior vena cava. The lead was left in place due to the patient's critical status. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.